Event description:
It was reported that the back screw came loose out of the handpiece while the equipment was being cleaned. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval. Based on the investigation details, the reported event can be confirmed. The nut can loosen through standard cleaning and autoclaving cycles. When a handpiece is put into an autoclave the metals within the handpiece expand and contract, thus potentially causing the back nut to loosen over time.